Event description:
It was reported that after using bd stem cell control kit 15 tests ivd they acquired erroneous results. The following information was rpovided by the initial reporter: the customer found that as long as this batch of lot is stained, in the apc vs ssc and cd4 vs cd8 graphs, there is noise, but other lots are normal without noise.

Manufacturer narrative:
E.4- initial reporter phone number: (B)(6). E.12- initial reporter facility name: (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: based on the investigation results, the reported issue (non-specific staining creating unusual staining patterns for cd4+cd+8 populations) was confirmed. Investigation results that were performed on the indicated failure mode were the following: data provided by customer was reviewed. Retain testing results showed the presence of a non-specific staining. Potential cause is determined to be manufacturing related. Additional controls have been put in place in the manufacturing stage specific to the supplied component. Corrective action was initiated to address the root cause and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. .

Event description:
It was reported that after using bd stem cell control kit 15 tests ivd they acquired erroneous results. The following information was rpovided by the initial reporter: the customer found that as long as this batch of lot is stained, in the apc vs ssc and cd4 vs cd8 graphs, there is noise, but other lots are normal without noise.

Event description:
It was reported that after using bd stem cell control kit 15 tests ivd they acquired erroneous results. The following information was provided by the initial reporter: the customer found that as long as this batch of lot is stained, in the apc vs ssc and cd4 vs cd8 graphs, there is noise, but other lots are normal without noise.

Manufacturer narrative:
The following fields have been updated: g.1. Reporting office: becton dickinson and company bd biosciences. G.2. Reporting office contact: fahmy razak - MDR. G.4. Manufacturing site contact: fahmy razak - MDR. H.6. Investigation summary: based on the investigation results, the reported issue of unusual staining pattern nonspecific staining while using product 662967 (bd multitest 6-color tbnk reagent, ivd) lot 17582 was confirmed but not attributed to reagent product performance or quality, considered an isolated event with no impact to patient health or safety. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.